Event description:
The customer reported that they were unable to obtain an ECG waveform for a patient. The customer stated that they did not like the manner, which the equipment alerts to the ECG failure. The medical electronics manager stated that no injury directly resulting from the failure.